Event description:
The dealer reported that the base frame hardware is stripped. This issue could cause product instability and the potential for the chair to not maintain its intended weight bearing status, causing the user to fall out of the chair.